Event description:
It was reported via a trial that on (B)(6) 2010, due to stable angina and positive stress test, the pt underwent the index procedure with deployment of one promus stent in the third obtuse marginal. Post stent-deployment residual stenosis was 0%. On (B)(6) 2010, the pt received a peri-procedural loading dose of study medication clopidogrel, 600 mg and also began 75 mg clopidogrel daily dosing. It is unk whether, the subject was using aspirin. On (B)(6) 2010, the pt was discharged from the hosp. The pt was seen unscheduled in the office complaining of elevated blood pressure during cardiac rehab a week prior. At the time, there was no chest pain. After completing exercise, the pt felt minor burning in lower chest relieved with nitroglycerine. When walking up stairs a few days later, he experienced the same pain again relieved by nitroglycerine. There were no episodes since then. The pt underwent a stress test which was positive, was scheduled for an angiography on (B)(6) 2010, showing 90% disease in the left main and 90% proximal and 75% diffuse diseases in the left circumflex leading to the lower obtuse margin (occluded proximally). These lesions were treated on (B)(6) 2010, with rotational atherectomy, balloon angioplasty, postdilatation, and three (3) drug eluting stents. The pt was discharged on (B)(6) 2010. No additional info was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because, boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the pt. A f/u will be submitted with any relevant info.